Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient is experiencing persistent pain at the ipg site which is causing back pain. Reprogramming was attempted to no avail. Reportedly, surgical intervention may be undertaken at a future date. Currently, the painful area is being treated with pain patches and topical medication.